Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin net. Upon review, the pacemaker exhibited far r wave oversensing, which resulted in inappropriate mode switch. Programming changes were discussed but not made. There were no patient consequences.